Event description:
It was reported that a tandem mobi cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump.